Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Screws (cat # 03821640, 03821645, 03821540) and blockers (cat # 03756230) are also referenced in this complaint; however, at this time, it is assumed that the rods (cat # 03822601) are the root cause. Investigation is pending, once it is complete, reportability of the other devices will be re-evaluated.

Event description:
Patient underwent a t10-s1 psf for multiple level ddd with slight coronal and sagittal deformity. Degrees unknown at this time. Patient underwent segmental fixation from t10-s1 with xia 2 pedicle screws and vitallium rods. No interbody device used for primary surgery. Bone graft placement was done, posterior laterally, with implantation of cancellous bone chips in conjunction with a large infuse bmp". On (B) (4) 2010, patient underwent revision psf with removal of hardware and reinstrumentation. Exploration of fusion noted a solid posterior lateral fusion mass. No pseudarthrosis was noted. The rods were broken bilaterally at l4-l5. Explanted xia screws were in sound condition with no noticeable dysfunction.